Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for the generator prior to distribution. Brand name, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data. Model #, serial #, lot #, expiration date, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data. Explant date, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data. Manufacture date, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data.

Event description:
It was reported that the patient was being explanted due to infection. No information has been received confirming whether or not the explant occurred as planned. It is unknown if patient manipulation or trauma occurred that could have caused or contributed to the infection. Attempt for additional information will be made, but no additional information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
Product information was received and review of manufacturing records confirmed sterilization for the generator prior to distribution. Additional information was received confirming that the patient underwent surgery on (B)(6) 2013 to explant her generator and lead due to infection at the chest incision site.